Manufacturer narrative:
Evaluation method: x-ray. Device evaluation: the explanted device was received and evaluated; minimal calcification was observed in the cusp area of leaflet 1, moderate to heavy calcification was observed in the cusp area of leaflet 2 and moderate calcification was observed in the cusp area of leaflet 3. The free margin of leaflet 1 exhibited minimal calcification, leaflet 2 exhibited heavy calcification and leaflet 3 exhibited moderate calcification. Moreover, minimal to moderate host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 4mm. Minimal host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 2mm. Host tissue was moderate to heavy at the stent outflow and minimal at the stent inflow. As received, commissure 3 wireform was exposed, while commissures 2 and 3 appeared bent; possibly due to the explant procedure. Device evaluation confirms calcific tissue degeneration as the primary cause of the reported stenosis leading to this explant. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Despite multiple follow up attempts by edwards, the healthcare provider has not released any additional information or medical records (patient history, operative report). The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.

Event description:
It was reported via sales that a (B)(6) patient with an implanted edwards aortic bioprosthetic valve had the valve explanted due to calcification after an implant duration of approximately 7 years. No additional information was provided despite multiple attempts